Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.patient reported that she was not getting symptom relief right now because she leaks too much and has to use a sanitary pad because of it. The patient said she also has to run to the bathroom to get there on time. Patient said she thinks this may have something to do with her having a fall about 2 months ago and hit her stimulator when falling. The patient has not seen a doctor in a year. Patient said she tried increasing stimulation but ended up turning stimulation down to comfortable level because the stimulation was painful when it was increased. There was no adjustment done during the call. The patient was encouraged to follow up with their health care provider for their concerns. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that patient back and said she never received the directions on how to turn off implant. Patient didn't have equipment, so patient services reviewed directions and then emailed them to patient .